Event description:
According to the complainant, during the procedure, the metal cytology brush broke when attempting to use it. Follow up received indicated the device malfunction occurred during procedure preparation and upon removal from the packaging. It appeared the metal tip of the cytology brush was loose, yet still attached to the brush itself. Another cytology brush was utilized to successfully complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Evaluation of the returned unit confirmed that the end of the device was missing. A thick dark residue was noted, possibly blood, indicating that the device had been used. The end of the device appears to have been cut, however, the cause of the damage cannot be determined.